Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No pictures were provided by the customer. No material number was provided by the customer. No batch number was provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint cannot be determined.

Event description:
Customer reports 2 needle sticks. One needle stick occurred on (B)(6) 2020. Phlebotomist was stuck with a needle after performing a venipuncture. The phlebotomist performed the venipuncture in the patient's left hand, the needle came out because the patient moved. The phlebotomist stuck herself in the left finger before the safety mechanism was activated. Customer reports the incident was not preventable, the equipment was faulty and the phlebotomist didn't realize it. The phlebotomist has been advised to pay attention to detail and listen to the audible "click" to make sur the device is intact. The phlebotomist was re-educated on how to use the butterfly correctly when dealing with a patient that's moving. Second needle stick occurred (B)(6) 2020. Phlebotomist was stuck with a needle after performing a venipuncture. The phlebotomist performed the venipuncture and activated the safety mechanism. When she went to put the needle in the sharp container, she felt a small prick in her left thumb and that's when she noticed the needle wasn't fully closed. However, the phlebotomist stated that she heard the audible "click". Customer reports the incident was not preventable, if the equipment was faulty the phlebotomist didn't realize it. The phlebotomist has been advised to pay attention to detail and listen to the audible "click" to make sure that the device is intact. There was no corrective action or additional training.